Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device brady mode was off. Brady therapy was not able to be delivered. This device remains in service and no adverse patient effects were reported.